Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; yellow particles in the shell, the weight the device within specification, flat creases, deformation, and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: creases were observed but have no relationship with manufacturing. Reason for reoperation is capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "folds". The device has been explanted.